Event description:
Event description guidant received information that this patient's coronary sinus lead was repositioned 3 days post implant, and now the right ventricular lead impedance test is reporting a low out-of-range measurement. It was suspected the lead dislodged during the procedure to correct the position of the cs lead. The lead was repositioned successfully.